Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test due to protruded loose drive support disk. The insulin pump has minor scratched lcd window, broken reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 115 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated that they are stuck in rewind complete/bolus delivery loop. The customer stated that the drive support cap is protruded. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.